Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad was partially peeled from the jaw. The manufacturing history was reviewed, with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the eval result of the subject device, omsc concluded that the reported occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp ((B)(4) ) performed a MDR retrospective review and found that this supplemental report is required. This is a supplemental report for MFR report # 8010047-2015-00712 to correct date of this report. And this supplemental report also provide additional information for 510k#.

Event description:
The subject device was used during an open hepatectomy. After 3 times output, the ptfe pad of the device was separated. There was no pt injury reported.